Manufacturer narrative:
Patient weight is unknown. Date of event: unknown. This report is for an unknown prodisc c implant/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Implant date: unknown date in 2009. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient received a prodisc c implant back in 2009. On (B)(6) 2016, the patient was explanted of the prodisc c due to bony ingrowth surrounding the spacers and caused osteophyte. The surgeon had a hard time removing the implanted device due to the bony ingrowth which led to a corpectomy. Due to the corpectomy, the surgery was delayed by one hour. The procedure was completed without further issues and no harm to patient. The implant was removed intact. The patient status was stable as he was discharged on (B)(6) 2016. This report is for an unknown prodisc c implant. This is report 1 of 1 for (B)(4).